Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue were the flow sensor, muffler assembly, and three-way solenoid valve being replaced on the device. After the parts were replaced on the device, the device was returned to the customer.